Manufacturer narrative:
The reported event is confirmed cause unknown. Photo: received five (5) photo samples. All photo samples showcase an overview of an all silicone temp sensing foley catheter with sample port connector. Visual: received one (1) used all silicone temp sensing foley catheter with sample port connector without original packaging. Material number 119314 and batch number ngkn0583. Visual inspection noted the temperature wire was protruding from the catheter. This is out of specification per inspection procedure which states ¿the wire should not be kinked, knotted or broken once is inserted in the lumen." The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after surgery, upon returning to the ward the copper wire of the temperature sensor integrated into the foley catheter protrudes outside the shaft. There were no issues during placement. Philips monitor, tsc cable and tsc tray setup was completely problem free. No cables were tangled or coiled. Since it was post operative, the catheter was subsequently removed. No exchanges were made.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after surgery, upon returning to the ward the copper wire of the temperature sensor integrated into the foley catheter protrudes outside the shaft. There were no issues during placement. Philips monitor, tsc cable and tsc tray setup was completely problem-free. No cables were tangled or coiled. Since it was post-operative, the catheter was subsequently removed. No exchanges were made.